Event description:
A physician reported a pt who was originally skin-tested in 1992 (exact date not known) with negative results. The pt has rec'd multiple collagen treatments since that time. On 8 july 1998, the pt was treated in the nasolabial folds. On 13 august 1998, the pt's daughter phoned the physician to report that the pt had developed a pinpoint opening in the left nasolabial area, which was draining a clear fluid. The symptoms apparently began about 6 weeks after treatment (exact date not known). On 27 august 1998, the physician examined the pt and noted another tiny, "pore sized" opening in the same area, both draining serous clear to slightly purulent fluid. The pt had no symptoms at the right nasolabial fold. Oral vantin was prescribed on 27 august 1998. On 7 september 1998 the physician noted the left nasolabial area was redder with a "tight", swollen feeling with continued serous drainage. The physician believed that the symptoms were probably related to delayed hypersensitivity, with a possible abscess formation.